Event description:
Customer reported experiencing repeated cartridge alarm 30 from july 1 to july 13, 2025, during the pumping process. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.